Event description:
It was reported that a small volume intermate had a missing fill port cap ("top tip"). There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 21, 2012 - september 24, 2012. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. The reported problem was not verified. Functional testing was not performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.